Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician noticed that the cat6 started kinking and became bent. The distal end of the cat6 also was stretched. The procedure was therefore completed using a new cat6. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, a cat6 became kinked as the physician advanced it into the stent graft and, therefore, the cat6 was retracted. While retracting, the physician felt resistance and, upon removal, noticed the distal end of the cat6 was stretched. The procedure was therefore completed using a new cat6 with the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the cat6 had multiple ovalizations at approximately 38.0 - 42.0 cm, 47.5 cm, 97.0 - 101.5 cm and 133.5 - 135.0 cm from the hub. The device was stretched approximately 133.5 - 135.0 cm from the hub. The total length of the device was approximately 136.0 cm. The damages to the cat6 were too severe to be functionally analyzed. Conclusions: evaluation of the returned cat6 revealed the distal tip was stretched. It is possible the reported interaction with the stent graft contributed to some of the distal tip damage. Further use of a damaged catheter will likely result in some resistance. Further evaluation revealed multiple ovalizations on the length of the catheter. These damages were likely incidental and may have occurred post-procedure or during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.